Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality engineer for investigation. Upon inspecting the photo, a leakage past the stopper ribs was observed. A device history review was performed for the reported lots 1904229 and 1903254, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1904229 and 1903254 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that medication leaked past the bd plastipak¿ concentric luer lock syringe plunger during use. Lot #'s 1904229 and 1903254 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from german to english: "there are always leaks on the plunger when medicines are drawn up. It does not matter which type of drug is used."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1904229. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-04-29. Medical device lot #: 1903254. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-03-12. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1904229 and 1903254, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1904229 and 1903254 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends investigation conclusion: no sample or picture has been received for investigation. DHR of lot 1904229 and 1903254 has been reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples of 50ll lot 1904229 and ten retained samples of 50ll lot 1903254 are evaluated. Upon visual inspection of these samples, no damage or molding defect can be observed in any of them that could cause leakage. The stopper is correctly assembled to the plunger in the ten samples. Leak test is carried out with the 20 retained samples according to procedure pc-039 and iso 7886-1 annex d. All of them meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod that could have caused leakage. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Root cause description: since no sample/picture has been received and no manufacturing defect has been found in retaining samples evaluated and they meet iso 7886-1 annex d, the root cause of the alleged defect cannot be determined. Rationale: based on qda limits for this product and defect no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that medication leaked past the bd plastipak¿ concentric luer lock syringe plunger during use. Lot #'s 1904229 and 1903254 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from (B)(6) to english: "there are always leaks on the plunger when medicines are drawn up. It does not matter which type of drug is used."